Event description:
The rptr stated that when the bag of fluid is hung, the tubing comes apart and fluid goes everywhere. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
Visual inspection of the returned sample confirmed that the tube had disconnected from the burette cap due to an insufficient amount of solvent. The tubing measured within spec. As a corrective action, mfg personnel were retrained on proper bonding procedures and solvent dispensers were identified with the proper solvent levels. No lot # was reported for this issue, so it is unk if the prod in question was mfg before or after the corrective action. Smiths was able to confirm the issue and determine the cause. This issue is being monitored. No add'l action is necessary at this time. Smiths considers this MDR closed with this report.